Event description:
It was reported that the patient went to the emergency room complaining of head pressure, back pain, and experienced extracardiac stimulation. Reprogramming was completed and the back pain and stimulation was no longer felt. The physician indicated that the head pressure could be related to occasional premature ventricular contractions. Based on follow-up received, approximately five months later at a clinic visit, the patient reported intermittent diaphragmatic stimulation for one day, no programming was completed. The patient is a participant in the system longevity study. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.